Event description:
A malfunction was reported by the caller regarding the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the caller with information on how to reset the pump, assisted with the reset, and instructed the customer to continue using the pump while advising them to call back if the malfunction code recurs.